Event description:
It was reported that during a right hemicolectomy procedure, the stapler was clamped on the tissue of the sigmoid rectum and fired. Once released, there was no transection line and the staples had come out and formed; however, had not formed on the tissue, but rather just outside the cartridge. This happened on the first firing. The cartridge was then replaced and device fired again to which the same thing occured. A new stapler then was opened and used (from the same lot number) to which the exact same thing then happened again. The surgeon then had to resort to using another stapler. There were no adverse consequences for the patient reported.

Manufacturer narrative:
Tracking number: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.